Manufacturer narrative:
(B)(4). Additional information received indicating no patient injury and the current condition of the patient is "fine". Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports a leak at the level of the puncture point. The doctor is able to infuse the liquid, there is no leak at this stage, but then the bandage gets progressively abnormally wet and leaks appear at the point of puncture.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports a leak at the level of the puncture point. The doctor is able to infuse the liquid, there is no leak at this stage, but then the bandage gets progressively abnormally wet and leaks appear at the point of puncture.